Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Sonoma clinical study. It was reported 363 days following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 85% stenosed 4.0x20mm target lesion located in the ostium of the right internal carotid artery. Treatment utilizes a bsc filterwire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unknown device the residual stenosis was 20%. One day post the index procedure the patient was discharged with a nih stroke value of 0. At 363 days post the index procedure the patient returned for a scheduled 12 month ultrasound revealing a 0% target lesion stenosis. Per the core lab ultrasound report dated the same day there was a greater than or equal to 80-99% in stent restenosis. No additional information is available at this time.